Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that post-implant of a realize adjustable band, the patient had a port disconnect. It is unknown how the disconnect was detected; if the port had been accessed; how many adjustments the patient had and the amounts. The locking connector was attached to the port. The strain relief was found migrated on the tubing. The port was replaced on (B)(6), 2010. The original port was discarded. There was no adverse patient consequence.